Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery a at3 mini driver tip broke. The surgery was completed with a replacement tip. No adverse patient consequences were reported. Requests for additional information were made to no avail.